Event description:
In 2007, an alpha-fetoprotein (afp) sample result of 623.78 ng/ml, which could be indicative of a possible neural tube defect (ntd), was reported to the physician. As a result, the patient underwent a level ii ultrasound, which did not reveal any abnormalities, an amniocentesis, which had a normal af-afp result, and she was redrawn for a repeat quad screen which was normal. The original sample, which had been frozen, was thawed and retested for afp. The retest result was 15.66 ng/ml which is a normal value.

Manufacturer narrative:
A siemens field service engineer (fse) went on site but was unable to determine the cause for the initial high discrepant value. Because he suspected it was due to something system related rather than sample related, he performed a system certification and checked the sample probe calibration. Once this was done, the device performed as intended. For medical device reporting purposes, this event is considered closed.